Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose was in the 400 mg/dl at the time of incident and also had 516 mg/dl. The customer was treated with insulin pump. The customer does not allege pump under delivering. The customer stated that the drive support cap appears normal. The customer was advised inaccurate pump settings may result in high blood glucose. The insulin pump will not be returned for analysis.